Manufacturer narrative:
Additional information: b5, d6b, e1 (facility name, street 1, city, region, postal code, g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, nerve damage, cholelithiasis, atherosclerotic calcification, organ damage, deformation/migration of mesh, adverse inflammatory response to synthetic mesh, obliterative peritonitis, right scrotal/groin pain, dense and severe scarring/scar tissue, pelvic and perineal pain, lower abdominal pain, significant/limiting pain with erection/orgasm, depression over current medical state, reduced libido and desire for intimacy, decreased range of motion, postural deviation, gait deviation, transfer deviation, decreased strength and tone, urinary leakage and difficulty with initiating or fully emptying bladder, and constipation. Post-operative treatment also included right inguinal exploration, neurectomy, removal of mesh, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain, neuroplasty, wound washout of left inguinal area, removal of testicle, revision and right simple orchiectomy, and physical therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, deformation/migration of mesh, right scrotal/groin pain, dense and severe scarring/scar tissue. A revision surgery was required three years after implant, as well as explantation of right-sided pre-peritoneal synthetic mesh. Post-operative treatment also included right inguinal exploration, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain ((B)(6) 2015), neuroplasty ((B)(6) 2016), and wound I & d washout of left inguinal area ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, deformation/migration of mesh, right scrotal/groin pain, dense and severe scarring/scar tissue, and chronic groin and testicular pain. A revision surgery was required three years after implant, as well as explantation of right-sided pre-peritoneal synthetic mesh. Post-operative treatment also included right inguinal exploration, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain ((B)(6) 2015), neuroplasty ((B)(6) 2016), wound I & d washout of left inguinal area ((B)(6)2016) and right simple orchiectomy ((B)(6) 2019).

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, nerve damage, cholelithiasis, atherosclerotic calcification, organ damage, deformation/migration of mesh, adverse inflammatory response to synthetic mesh, obliterative peritonitis, right scrotal/groin pain, dense and severe scarring/scar tissue, pelvic and perineal pain, lower abdominal pain, significant/limiting pain with erection/orgasm, depression over current medical state, reduced libido and desire for intimacy, decreased range of motion, postural deviation, gait deviation, transfer deviation, decreased strength and tone, urinary leakage and difficulty with initiating or fully emptying bladder, constipation, infection, recurrence, hematoma, inflammation, allergic reaction, obstruction, bleeding, fistula, seroma, perforation, & cyst. Post-operative treatment also included right inguinal exploration, neurectomy, removal of mesh, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain, neuroplasty, wound I & d washout of left inguinal area, removal of testicle, revision and right simple orchiectomy, physical therapy, CT scan, scar evaluation, hernia repair with mesh, abdominal wall reconstruction, & medication.

Manufacturer narrative:
Additional info: a4, b5, b7, g1, & h6 (patient codes & ime e2402: allergic reaction, cyst). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic bilateral inguinal hernia repair. He had revision surgery 3 years post-surgery. The patient also underwent and experienced a right inguinal exploration, exploratory laparotomy, extensive lysis of adhesions and scar tissue excision, removal of multiple laparoscopic staple tack, excision of inguinal nerves and explanation of right-sided preperitoneal synthetic mesh. The patient experienced adhesions, chronic pain, deformation/migration, mesh removal, neurectomy and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic bilateral inguinal hernia repair. He had revision surgery 3 years post-surgery. The patient also underwent and experienced a right inguinal exploration, exploratory laparotomy, extensive lysis of adhesions and scar tissue excision, removal of multiple laparoscopic staple tack, excision of inguinal nerves and explanation of right-sided preperitoneal synthetic mesh. The patient experienced adhesions, chronic pain, deformation/migration, mesh removal, neurectomy and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, nerve damage, deformation/migration of mesh, adverse inflammatory response to synthetic mesh, obliterative peritonitis, right scrotal/groin pain, dense and severe scarring/scar tissue, pelvic and perineal pain, lower abdominal pain, significant/limiting pain with erection/orgasm, depression over current medical state, reduced libido and desire for intimacy, decreased range of motion, postural deviation, gait deviation, transfer deviation, decreased strength and tone, urinary leakage and difficulty with initiating or fully emptying bladder, and constipation. Post-operative treatment also included right inguinal exploration, neurectomy, removal of mesh, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain, neuroplasty, wound & washout of left inguinal area, removal of testicle, revision and right simple orchiectomy, and physical therapy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, nerve damage, deformation/migration of mesh, right scrotal/groin pain, and dense and severe scarring/scar tissue. Post-operative treatment also included right inguinal exploration, removal of mesh, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain, neuroplasty, wound I & d washout of left inguinal area, and right simple orchiectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic bilateral inguinal hernia repair. After the procedure, the patient experienced adhesions, chronic pain, nerve damage, deformation/migration of mesh, adverse inflammatory response to synthetic mesh, obliterative peritonitis, right scrotal/groin pain, and dense and severe scarring/scar tissue. Post-operative treatment also included right inguinal exploration, removal of mesh, exploratory laparotomy, lysis of adhesions, scar tissue excision, laparoscopic removal of multiple staples/tacks, excision of inguinal nerves, surgical excision of a right epididymal cyst with scrotal exploration/hydrocelectomy/excision of testicular appendix, scrotal exploration and appendix removal by urology, general surgery evaluation for chronic right inguinal pain, neuroplasty, wound I & d washout of left inguinal area, and right simple orchiectomy. Relevant tests/laboratory data: (B)(6) 2016: CT scan not concerning for any hernia recurrence, stable adhesions between anterior abdominal wall of urinary bladder and pelvic wall, cholelithiasis without acute cholecystitis. Also notable for severe atherosclerotic calcification along the coronary, abdominal and iliac arteries.